Event description:
During a surgical procedure, the arkon anesthesia machine display unit was unable to read/display the co2 values. A portable rgm was brought into the room to complete the case with. After the case, the machine was removed from service until the gas bench was replaced/re-calibrated/tested/cleared by biomed.